Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus europa se & co. Kg (oekg), it was found that there was foreign material inside the distal end cap of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus europa (B)(4) there was the possibility that the reported phenomenon was attributed to the inappropriate reprocessing at the user facility.